Event description:
The suspect meter exhibited poor precision in test results for one pt. The following results were reported: 0.7, 3.2. Technical support asked the rpeorter technique-related questions of which the reporter did not know the answer to and would have to ask the nurse who performed the test. Technical support asked the rpeorter to keep record of the results and to call back if any other issues arise.

Event description:
The suspect meter exhibited poor precision in test results for one patient. The following results were reported: 0.7, 3.2. Technical support asked the reporter technique-related questions of which the reporter did not know the answer to and would have to ask the nurse who performed the test. Technical support asked the reporter to keep record of the results and to call back if any other issues arise.